Event description:
It was reported that after the patient¿s implant in 2010 they felt like ¿there were bugs crawling in [the patient¿s] brain.¿ the patient went back to the healthcare professional (hcp) and they determined that one of the leads had broken and ¿shorted the system out.¿ the patient had a replacement of all the leads and the implantable neurostimulator (ins). It was noted by the caller that the replacement surgery occurred (B)(6) 2011. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead.(B)(4).